Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/26/2024, it was reported by a sales representative via sems- (B)(4) that an ar-9676 angled reamer and an ar-9597-10 angled reamer sleeve could not be detached or turned. This occurred during a reverse shoulder arthroplasty on (B)(6) 2024.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged, ar-9597-10 batch 37622043, was received for investigation. Visual evaluation found multiple striation marks around the shaft and in the collar sleeve. Functional testing was performed and found that the ar-9676 angled reamer shaft gets stuck inside the device and cannot be moved freely. The most likely cause is attributed to misuse due to interference with the mating instrument.